Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s certified clinical hemodialysis technician (ccht) reported that they do not like that the fresenius combiset bloodlines do not a saline or venous port on the venous line. Upon follow up, the ccht said that a patient blood clot has occurred and they were unable to flush it. The patient¿s blood was not rinsed back following the blood clot. The patient¿s estimated blood loss (ebl) is unknown. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device is not available to be returned to the manufacturer for evaluation.

Event description:
A user facility¿s certified clinical hemodialysis technician (ccht) reported that they do not like that the fresenius combiset bloodlines do not a saline or venous port on the venous line. Upon follow up, the ccht said that a patient blood clot has occurred and they were unable to flush it. The patient¿s blood was not rinsed back following the blood clot. The patient¿s estimated blood loss (ebl) is unknown. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.